Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2014 with the following results:a review of the alarm history showed multiple occlusion alarms between the date of 01/14/2014 and 02/28/2014. The time and date were accurately set at the start of investigation. The pump was able to successfully perform a priming sequence and be exercised for 24 hours. No occlusions were duplicated. The force sensor was found to be out of calibration. The force sensor resistance was found to be within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. It was reported that the patient¿s blood glucose levels became elevated. No numbers or symptoms were reported, which does not meet animas¿ criteria for an adverse event. No alarms were emitted. The reporter stated that there was an occlusion which the pump should have emitted an alert for. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.